Manufacturer narrative:
Sections d4 and d6a - the serial number of the pump in use at the time of the event and its implant date is unknown. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas) and the reported pericardial fluid collection could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. Review of the patient¿s history revealed the patient was implanted with (B)(6) on 16sep2011 and underwent a pump exchange to (B)(6) on 11oct2011 as reported under MFR #: 2916596-2024-00783. As the reported event date is estimated, it is unknown which pump was supporting the patient when the event occurred. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a large fluid collection around their left ventricular assist device (lvad). This had been present for years and was being followed. No surgical intervention was planned. The event date was estimated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.